Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and high and undefined impedance. The rv lead was capped and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.